Event description:
It was reported that while in use on a patient, that the customer found that a message 'low battery' was generated, though the ac power cord had been plugged. They replaced the iabp with hospital owned system 98 to continue procedure. The patient died and tehrefore therapy discontinued. A mjkk engineer visited the hospital and confirmed that the main power of the cs100 was off. This event occurred while the iabp was being used on a patient. The patient died. The patient's death was not attributed to the cs100.

Manufacturer narrative:
The company representative stated that when starting the iabp, the customer forgot to turn on main source of electrical power. Therefore the "low battery" alarm occurred. This case is the customer's error. The maquet field service engineer re-trained the customer on the iabp. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. No fes (failure evaluation sheet) is required since the problem was resolved without any parts being replaced. Internal complaint number: (B)(4).